Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Additionally, in house testing was completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking trending did not identify an increase in complaint activity for lot number 64336be00 or list number 08p06. Device history record review did not identify any nonconformances, potential nonconformances, or deviations with lot 64336be00 and the complaint issue. In-house testing of a retained reagent kit of lot 64336be00 was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the lot performs as expected. Testing included one commercially available seroconversion panel (zeptometrix hcv 9045). The seroconversion panel results were compared to historical architect hcv test results provided by zeptometrix, since alinity I anti-hcv and architect anti-hcv assays are equivalent. The complaint reagent lot detected the same bleeds as reactive with comparable s/co values for the seroconversion panels compared to historical architect anti-hcv results. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hcv reagent lot 64336be00 was identified.

Event description:
The customer observed false nonreactive alinity I anti-hcv results for one sample. The following data was provided: (B)(6) 2025, sid (B)(6) : initial result = 0.74 s/co, repeat = 0.75 s/co, roche result = 30.70 s/co no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p06 that has a similar product distributed in the us, list number 8p05, with 510k/PMA/bla number p050042.

Event description:
The customer observed false nonreactive alinity I anti-hcv results for one sample. The following data was provided: on (B)(6) 2025, sid (B)(6): initial result = 0.74 s/co, repeat = 0.75 s/co, roche result = 30.70 s/co no impact to patient management was reported.